Event description:
In early 2009, the patient reported an elevated blood glucose reading this morning of 447 mg/dl with his normal range being under 100 mg/dl. He said his insulin infusion device is beeping every minute, but is not giving an alarm. To troubleshoot, the patient was instructed to check the device display and only the time and basal rate were displayed. He stated when he checked his daily insulin totals, his device did not show that any basal amounts were given but did list 2 bolus amounts that were received when he first connected to his device. He stated he has just began to use this infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.